Event description:
R120 pc stem was loose. Doctor stated patient had fallen on it several times due to failed shunt/problems. Removed stem and put in a cemented r120. Replaced head and neck as well. Pieces taken out were disposed of.